Event description:
Patient was under going colonoscopy and a polyp was discovered. Colonoscope with serial number ending in (B)(6) was being used for polypectomy and functioned properly during cautery portion of polyp removal. When dr. Attempted to use the "cut" function there was no response and no noise produced by the cautery box. A clip was placed at area of polypectomy due to bleeding from site due to malfunction of "cut" function.